Event description:
It was reported to philips that the battery of the device is dead. There was no report of patient involvement.

Manufacturer narrative:
It was reported to the philips that the battery of the device is dead. There was no patient involvement. The customer worked with the technical support representative. The customer confirmed the battery was dead. Device needs battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the batter. The customer to replace battery on their own. No further actions.